Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a dental extraction surgery, the bur broke. It was also reported that the broken fragment was removed. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that contact with metal along with off axis cutting could have contributed to the bur breaking. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with a cutting accessory to prevent fracturing the accessory." The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting of bone and other bone-related tissue".

Event description:
It was reported that during a dental extraction surgery, the bur broke. It was also reported that the broken fragment was removed. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.